Event description:
It was reported that a merlin.net transmission revealed noise reversion on the atrial lead which resulted in auto mode switch episodes. The device was reprogrammed. The patient was well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.